Event description:
As I was pulling it out the tampon got stuck-vagina [foreign body in reproductive tract] as I was pulling it out the tampon got stuck [complication of device removal] (tampon) string broke [device breakage]. Case description: consumer reported via email that while removing the tampon it became stuck and the string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation. Update to product path per information provided by consumer in follow up.

Manufacturer narrative:
A product investigation is in progress.

Event description:
As I was pulling it out the tampon got stuck-vagina [foreign body in reproductive tract]. As I was pulling it out the tampon got stuck [complication of device removal]. (Tampon) string broke [device breakage]. Consumer reported via email that while removing the tampon it became stuck and the string broke. No serious injury was reported.